Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged. During an attempt to reposition the lead there were problems noted with the helix retracting and extending. Once repositioned the lead fell into the ventricle. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. There was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Visual analysis of the lead indicated the lead was stretched and damage during use. The analyst noted that the lead was returned stretched and with severe damage on lead body. According to the reported and the analysis results, it is likely that the lead was damaged/stretched during an attempt to reposition. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin and that could be related to helix extension and retraction. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged. During an attempt to reposition the lead there were problems noted with the helix retracting and extending. Once repositioned the lead fell into the ventricle. The lead was explanted and replaced. No patient complications have been reported as a result of this event.